Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device follow-up check. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing episodes. No intervention was performed. No patient consequences.

Event description:
New information notes that the implantable cardioverter defibrillator exhibited post paced t wave over-sensing again. No intervention was performed. Patient was stable.

Event description:
New information notes that the patient presented in clinic for a follow-up check. The implantable cardioverter defibrillator had exhibited post paced t-wave over-sensing episodes again. No intervention was performed. Patient was stable.